Event description:
A surgeon reported a case of an incomplete dissection and three radial anterior capsule tears, observed on a patient's left eye during a laser assisted cataract surgery. No continuation of the tears were noted and an (iol) intraocular lens was implanted in the bag and there were no further complications.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).